Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported the bypass tube was already detached. When the angio-seal poly-foil pouch was opened, the bypass tube was already detached from the carrier tube tip. There was no obstacle to open the pouch. The device was not used and hemostasis was successfully achieved by manual compression. The physician had not completed the training process on the device prior to this case. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. Hemostasis was successfully achieved by manual compression. There was no health damage to the patient.